Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported areas of the display blank. No patient involvement reported.

Manufacturer narrative:
Philips field service was declined by the customer. The device was not returned for investigation. Due diligence has been performed to obtain additional information about the reported event. To date, no further information has been received.